Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Log file analysis revealed a low flow alarm was logged on (B)(6) 2021 at 03:05:23. In addition, four (4) low flow alarms have been logged between (B)(6) 2021 and (B)(6) 2021. Log file analysis also revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2021 at 03:06:40. The data point recorded prior to the loss of power revealed that a power adapter was connected to power port one (1) and a battery was connected to power port two (2) with 85% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for 51 seconds. No anomalies were observed leading up to the loss of power. As a result, the reported loss of power and low flow events were confirmed. Information received from the site indicated that the patient experienced a transient ischemic attack (tia) and embolic right sided cerebrovascular accident (cva) with right sided weakness and slurred speech. A computerized tomography (CT) cerebral arteriography revealed an embolism in the m1 artery. A thrombectomy procedure was performed. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported low event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources from the controller, as described in the event details. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6). H3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d11, d12. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient heard a low flow alarm which confused the patient and they accidentally double disconnected their power sources. The vad was stopped for 51 seconds and the patient experienced a transient ischemic attack (tia) and embolic right sided cerebrovascular accident (cva) with right sided weakness and slurred speech. At the emergency room, the stroke protocol was activated, the patient had a supra-therapeutic international normalized ratio (inr) and was admitted to the hospital. A computerized tomography (CT) cerebral arteriography found an embolism in the m1 artery. A thrombectomy was performed and the vad remains in use. No further patient complications have been reported as a result of this event.